Manufacturer narrative:
The analysis results found that the device was returned with the blade nicked and cracked. Due to the damage to the blade, it was confirmed that the device was non-functional. The device was tested with a generator and a solid tone was noted. The identified blade damage may have occurred from external contact during activation. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "scratches on the blade may lead to premature blade failure" and "avoid accidental contact with other instruments during use".

Event description:
It was reported that at start of procedure, the pre-run test seemed to take longer to complete than usual. When test was completed, a solid tone was noticed. Another device was attached to a second handpiece with same result. A second disposable was used to complete the case with no patient consequence.